Event description:
(B)(4).

Manufacturer narrative:
The technician found the side rail is broken and is missing the side rail latch bushing, screw, nut and side rail release lever. The technician replaced the side rail latch, bushing, nut, and screw and release label to resolve the issue.